Manufacturer narrative:
Evaluation codes: updated. Device evaluation: one device was returned for investigation. Externally, it was confirmed that the rubber feet on the bottom of the main unit were missing. No abnormality related to the reported event was confirmed on the product. Functional testing found the product worked normally when the circulating water, was full and in operation. The complaint was not confirmed. The root cause is unknown as the reported event was not reproduced. The service history review identified there was no indication that the complaint was related to a service of the device within the review period. No action taken.

Manufacturer narrative:
B3: date of event is unknown, no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that during testing the device alarms; even if there is water in it. There was no patient involvement and no harm/adverse event reported.